Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, an increase in the capture threshold, noise resulting in oversensing due to high ventricular rate, and undersensing were observed on the right ventricular lead. No intervention has been performed. The patient was stable and will continue to be monitored.